Event description:
It was reported the patient underwent an initial left hip hemiarthroplasty. Subsequently, 12 days postop, the patient expired due to cardiac failure. No additional information.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Nakamura, t., yamakawa, t., hori, j., goto, h., nakagawa, a., takatsu, t., osamura, n., saito, a., hagio, k., mouri, k. (2021) conjoined tendon preserving posterior approach in hemiarthroplasty for femoral neck fractures: a prospective multicenter clinical study of 322 patients. Journal of orthopaedic surgery 29(3) 1¿8. Https://doi.org/10.1177/23094990211063963. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00759, 0001825034-2022-00760.

Event description:
Upon reassessment of the reported event, the head was determined to be not reportable as the device is not believed to have caused or contributed to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
It was reported that a 87 year old patient with a history of cardiovascular disease and stroke expired 12 days postop due to cardiac failure. There were no intraoperative or other postoperative complications reported. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Side effects of the administration of anesthesia are a known cause of cardiac stress during the intraoperative and postoperative recovery. Most patients with a cardiac history will have a cardiac workup prior to clear them for surgery to demonstrate the patient's cardiac status is fit to withstand the stress of anesthesia, positioning, and surgery. Patients are at the highest risk immediately post op, but continue to be at risk for several weeks post op. As the reported complaint indicated, a cardiac postoperative complication developed and medical treatment was warranted to treat the complication but was insufficient to prevent the terminal outcome. Upon reassessment of the reported event, the head was determined to be not reportable as the device is not believed to have caused or contributed to the event. The initial report was forwarded in error and should be voided.